Manufacturer narrative:
No complaint was received with the return of the device. The connector portion of the lead was returned in one piece measuring 8.6cm. Failure event observed during analysis. Visual analysis of the lead found full breached insulation degradation at 4.5cm from the connector pin exposing the coil adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.